Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces and flattened escape and act button dome switch. The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. No button error alarm noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had button error. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.